Manufacturer narrative:
(B)(4). Sigma's device eval is in progress. When complete, a supplemental report will be submitted. The reporting user facility identified this report as a "product problem" and not as an "adverse event," but still selected "other serious (important medical events)" as "outcome attributing to adverse event." However, no info has been provided suggesting an adverse event actually occurred or that the device was a contributing factor.

Event description:
It was reported that a pump was delivering a secondary infusion of levophed at a rate of 56.2ml/hr. The infusion was started at 15:50 and at 23:50 it was observed that no medication was delivered to the pt. The customer stated that the tubing above the pump was clamped, and the pump did not alarm for an upstream occlusion.